Event description:
It was reported the patient experienced a stomach perforation. Additional information received 25-oct-2021 stated the og (oral gastric) was initially placed on (B)(6) 2021 at 01:59am. The bedside rn (registered nurse) charted the abdomen was pink and distended, on (B)(6) 2021 at 04:00am the nnp (neonatal nurse practioner) was notified. A cxr (chest x-ray) including abdomen was performed on (B)(6) 2021 at 05:30am which showed pneumoperitoneum and the distal tip of the og tube was extending beyond the gastric bubble. A "vygon tube" was placed, the patient was to be npo (no feedings after 03:00am) and zosyn medication was started on (B)(6) 2021 at 06:00am. The patient was transported to a children's medical center for surgical management on (B)(6) 2021 at 09:10am. The patient's current status was unknown as of 25-oct-2021. No additional information has been provided on the status on the patient.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 12-nov-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. . Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).